Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed only 1/3 of the video image. There were no reports of patient harm.

Event description:
Additional information was received from the customer. The event was found before an unspecified therapeutic procedure, which was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image displayed due to a damaged coupler internal lens due to a known inherent risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.